Manufacturer narrative:
One used list#: cl3931, 8.5" (22 cm) appx 1.0 ml, ext set w/microclave¿ clear, chemolock¿ port, spiros¿ w/red cap, clamp (lot#: 5118644), one used unknown pump set, and one used baxter container 250 ml 0.9% sodium chloride were received on february 8, 2021 and visually inspected. As received, no damage or anomalies were identified. The set was leak tested and leakage occurred from the chemolock port/y-connector bond. Further examination of the bond under a microscope revealed the male luer post of the chemolock port was not fully inserted into the y-connector bond pocket. The reported complaint can be confirmed. The probable cause of the inadequate luer insertion and subsequent leak is due to an error during the manual assembly process. A device history review for lot#: 5118644 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event involved a 8.5" (22 cm) appx 1.0 ml, ext set w/microclave® clear, chemolock¿ port, spiros® w/red cap, clamp that at 7:30-7:45am leaked busulfan on the patient. It was reported that the patient called the nurse and it was found that the patient was covered with chemo, but no visible affects were observed. The patient's chemo treatment was discontinued for the day. A spill kit was used for clean up. There was patient involvement, and although there was a report of a delay in therapy, there was no adverse event and no one harmed as a result of the reported event.